Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. 3d dimensional quantitative analysis of ilm peeling dependent changes in rd repair, tzu-han hsieh, 2024 the manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature article revealed that after cataract surgery with internal limiting membrane forceps, thirty-one patients experienced temporal macroove groove which has been identified as an internal limiting membrane peeling related macular change. The current patients status were unknown. This file is pertaining to third of four reports from the same article.

Manufacturer narrative:
Correction information was provided in section b.2, h.11. Upon further assessment, this event does not meet the criteria for a reportable event. The event of temporal macular groove (tmg) observed in the patient are attributed to a macular tissue shift resulting from contracture of the optic disc and neurovascular bundle, which is a recognized physiological condition. Based on the available information, there is no evidence to suggest that the manufacturer's product caused or contributed to the event. Therefore, the event is considered unrelated to the suspect product and does not meet reporting criteria. No further reports will be submitted under mfg report number 3003398873-2025-00287. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.